Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been receiving inaccurate fill estimates. Reportedly, the customer loaded the cartridge with cold insulin. There was no reported impact to the customer's blood glucose level.